Event description:
Supreme court of (B)(6). (B)(6) county health care authority (B)(6) medical center (B)(6)surgery center. This is a legal case, where it was discovered that the two surgeons and the medical center they used to perform medical procedures, were involved with practices that were not safe, not sterile and not too common specifically between the years 1998-2001. The cdc became very much involved in the investigation and demanded that the (B)(6), locate and provide the details of their findings to every woman who was exposed via breast augmentation between those years. And also to tell us that as a result of this, we now had implants with contamination and that the surgeons were offering to remove the implants for us. I was one of those women, my surgery was on (B)(6) 1999 and took place in operating room #2, which was discovered to be the most hazardous room of the 4 rooms in use for these breast augmentations. I was never informed of anything, they destroyed my medical records to "hide" me from any further future inquiries by the cdc or anyone for that matter. I now have health that is mysteriously going downhill fast, and many symptoms of breast implant sickness. And I don't know where to turn first; was in hospital for 5 days and received 2 blood transfusions. Model: I wasn't given this information. FDA safety report ID# (B)(4).